Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested for gluc3 glucose hk gen.3 (glu), hdlc4 hdl-cholesterol plus 4th generation (hdl), chol2 cholesterol gen.2 (chol), and trigl triglycerides (trig) on a cobas 8000 c (701) module - c701. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. The sample tests were repeated on (B)(6) 2018. The sample initially resulted with a glu value of 0 mmol/l, repeating as 5.68 mmol/l. The sample initially resulted with an hdl value of 0.04 mmol/l, repeating as 1.69 mmol/l. The sample initially resulted with a chol value of 0.06 mmol/l, repeating as 7.07 mmol/l. The sample initially resulted with an trig value of 0.02 mmol/l, repeating as 0.93 mmol/l. No adverse events were alleged to have occurred with the patient. The reagent lot numbers were provided as follows: glu = 302652; hdl = 234855; chol = 326746; trig = 312718. The reagent expiration dates were asked for, but not provided.

Manufacturer narrative:
Upon review of the alarm trace, 17 abnormal sample aspiration alarms were observed between 11-jun-2018 and 12-jun-2018. The root cause of the event is not likely related to the analyzer as none of the controls showed any sign of an issue. The root cause was determined to be related to pre-analytic sample handling.